Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was disconnecting. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the blue microclave disconnected from the white clamp-port with no tension involved.

Manufacturer narrative:
The customer reported microclave disconnected and returned a photo and a sample of material mz9266, lot unknown. The customer photo was examined and the complaint of separation at the maxzero/tubing connection was verified. The manufacturing plant found the root cause for the separation to be related to partial solvent application due to incorrect assembly. A quality alert was issued by the plant on (B)(6) 2024 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review could not be performed because the lot number is unknown.